Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after completing the load fill tubing sequence, the customer saw only a small amount of insulin in the tubing. Reportedly, a supply change was suggested to address the issue. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available. There was no reported adverse impact to the customer¿s blood glucose level.